Event description:
Surgeon had to remove hydroset from forehead region in infected pt.

Manufacturer narrative:
The actual product is not available to stryker for eval. Additional info: the hydroset was put in around a year ago. Pt had firework explode in face about a year ago. Surgeon followed proper procedure for product. Pt started to get infection in 2008. On that day, pt had tissue break down around implantation area. In september, doctor drained and debrided the area and removed some of the hydroset. Some hydroset was left in pt, and pt has had no complications since.